Manufacturer narrative:
The field service engineer determined there was an issue with the mixer. The mixer was replaced.the investigation determined the service actions resolved the issue.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ferritin value of < 0.5 ng/ml. The sample was repeated, resulting in a value of 23.37 ng/ml. The ferritin reagent lot number was 53055101, with an expiration date of 30-jun-2022.